Manufacturer narrative:
(B)(4). Correction - lot# changed from 40812k1 to 40801k1. Evaluation summary: the device was returned for analysis. The reported suture not attached when the plunger was removed was confirmed. The reported resistance felt when advancing the needles and the reported cuff miss could not be replicated as all of the components were not returned for analysis; therefore, they were not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in a common femoral artery using the preclose technique prior to a below the knee procedure. The arteriotomy was a 20fr. Reported, during advancement the needle to the suture, resistance was felt and the needle bounced. When the plunger was pulled back no suture was attached. A second proglide device was successfully placed and the procedure was successfully completed. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Per instructions for use: for sheath sizes greater than 8f, at least two devices and the preclose technique are required. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.